Event description:
False positive advia centaur troponin ultra results were obtained on samples from three different patients. The patients were admitted to the hospital. Repeat testing was performed on the three samples and the results were negative. The patients were released from the hospital upon further review. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unknown the quality control was acceptable. The instrument is performing within specifications. No further evaluation of the device is required.